Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was by the patient that there was battery switching and random beeping. The patient noted improvement due to being less mobile. Preliminary log file analysis shows no alarms in the past 14 days. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the batteries were exchanged.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de/ expiration date: 2018-05-31. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4) heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de/ expiration date: 2018-05-31. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4) heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de/ expiration date: 2018-05-31. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de/ expiration date: 2018-05-31. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con302292) and four batteries (bat580585, bat580579, bat580584 and bat580586) were not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller (con302292) contained the software master record (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat580585 and bat580579. Additionally, a review of the data files revealed that bat580585, bat580579, bat580584 and bat580586 were involved in momentary disconnections. Momentary disconnections will result in audible tones, or "beeps". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is investigating momentary disconnections. Additional products: battery bat580585 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery bat580579 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25, 92 battery bat580584 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery bat580586 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(6) and four (4) batteries (bat580585, bat580579, bat580584, bat580586) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a relative state of charge (rsoc) between 101-201 involving bat580579, which is indicative of a communication error between the controller and battery. Further analysis revealed several premature power switching events that were due to momentary disconnections involving bat580585 and bat580579. Several momentary disconnections that did not result in premature power switching were also logged involving bat580585, bat580579, bat580584, and bat580586. Momentary disconnections will result in audible tones or "beeps". As a result, the reported events were confirmed. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching and "beeping" can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery bat580585 h6: FDA method code(s): 4114, 4112, 3331. H6: FDA conclusion code(s): 12 battery bat580579. H6: FDA method code(s): 4114, 4112, 3331. H6: FDA conclusion code(s): 12, 4307 battery bat580584. H6: FDA method code(s): 4114, 4112, 3331. H6: FDA conclusion code(s): 12 battery bat580586. H6: FDA method code(s): 4114, 4112, 3331. H6: FDA conclusion code(s): 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that after routine log file review, one battery was indicated to have had a communication error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.